Event description:
The customer reported erroneously elevated troponin I (access accutni) results, primarily above the acute myocardial infarction (ami) limit, and/or discrepant creatine kinase-mb (ck-mb) results, for seven patients, on two separate days, involving the access 2 immunoassay system utilized in conjunction with access accutni and access ck-mb assays and calibrators. The customer was reanalyzing patient samples, on an alternate access 2 system, due to sample counts outside limits system errors in the event log and noted the erroneous and discrepant results. All seven patient results were released out of the laboratory. The customer indicated two of the results were clinically significant and amended reports were issued to the hospital. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. The customer stated patient samples were clear and collected in lithium heparin plasma tubes then centrifuged at 3,500 rpm (rotations per minute) for six minutes, at room temperature. Quality control (qc) and system check were within the laboratory's specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) performed and noted system check failed. Aspirate probe #3 had malfunction due to collapsed peristaltic pump tubing. The fse replaced all peristaltic pump tubing and system check primed successfully. System verification procedures (system check, high sensitivity system check, and all levels of quality control (qc)) passed within specifications. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00328.